Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Customer blood glucose was 450 mg/dl at the time of incident. No treatment was given to the customer for high and low blood glucose. No further complications were reported. Customer will discontinue to use the insulin pump.